Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2025-01342.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the picture provided identified an explanted tibial plate with evidence of being explanted, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen option cemented femoral component size e right catalog #: 00576401552 lot #: 64283488, nexgen articular surface size ef 14mm catalog #: 00596403214 lot #: 64470467, nexgen standard cemented all poly patella size 32mm catalog #: 00597206532 lot #: 64530938. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and tibial component loosening approximately six (6) years post-operatively. During the revision, the tibial component was found to be loose with very little cement adhered to the surface. All components except the patella were revised. No additional information is available.